Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 .the complaint of leaking was confirmed by visual inspection, along with testing. The physical condition revealed a cracked enclosure and tank cover. Worn front cover, line cord, and plate clip. Broken pole clamp. Once the tank was filled with water and powered on the complaint was confirmed. The cause is in theory to be related to either overtightening the cover screws of dropping the device. The enclosure was cracked from wear and tear damage. Action was taken to replace front cover, enclosure, tank cover, plate clip, line cord, and pole clamp. Performed pm and device passes all testing.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has leaking water tank. No patient adverse events reported.